Event description:
Stent deployed in patient. Wires removed and noted that tip of the wire was missing. On fluoro, it was noted that the tip of the wire was moving in patient's aorta. The wire tip then moved to the ventricle and was left in place. Patient remained stable. (Two guide wire packages were opened during the procedure. Therefore both lot numbers are listed on this form.)